Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement

Event description:
Case #: (B)(4). (B)(4). Patient or user involvement: no, patient or user harm: no. Case description: (B)(6) had a system error on pcu8015 sn (B)(4). The unit kept beeping even without the power (power cord was unplugged and battery was removed). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: (B)(6) will contact com directly for rga number to send unit in for warranty repair.